Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A dried body fluid and tissue were noted in the helix housing during visual inspection. The tissue on the tip may not have been the cause of the placement difficulty at implant; however, this may indicate that there were some anomalies with placement during implant. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted due to placement difficulty. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted due to placement difficulty. There were no adverse patient effects.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted due to placement difficulty. There were no adverse patient effects.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted due to placement difficulty. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR: no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.